Manufacturer narrative:
Correction to d6b: 10/13/2021.

Event description:
Healthcare professional reported left side "rupture" and later added a "capsular contracture, baker grade iii". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, weight to the spec and opening curved on posterior. A visual and microscopic analysis was performed which identified: opening crease smooth on posterior. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. The device is explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade iii is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii.